Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One event was reported for this quarter. One device was received for testing. One event was confirmed for missing paint chips; however, overheating was not confirmed and no failures were found to contribute to the reported overheating. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device overheated and had missing paint chips. There was no patient involvement; no patient impact.